Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of retention, quality accepts the physician's observations of such as the reason for surgical intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5684053. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, a (B)(6) year old patient experienced urinary. Retention after altis procedure. Date of procedure: (B)(6) 2018. Date of onset event: (B)(6) 2018. Description of the event: patient had difficulties in bladder voiding after altis procedure on (B)(6) 2016, the symptom was improved and pvr=0. Investigator will review patient on (B)(6) 2018. Treatment: auto drainage (intermittent) during 3 days. Status of the event: ongoing (device still implanted). Additional information received, investigator saw patient on (B)(6) 2018: the symptom was improved and pvr=0. Additional information from investigator on 12th november 2018: on (B)(6) 2018, investigator reviewed patient, she had always the overactive balder symptoms and micturition disorders. On (B)(6) 2018, altis was explated. Investigator doesn't know if this event is related to procedure or related to sling. This complication was resolved on (B)(6) 2018.

Manufacturer narrative:
This follow-up MDR is created to document the corrected event information.

Event description:
Additional information indicated that during surgery on (B)(6) 2018 the altis sling was sectioned (without removal).